Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to one instance of high pacing impedance. In addition, noise was observed. The lead was reprogrammed and the patient was sent home to be monitored. Three days later, an alert was triggered for high/ undefined pacing impedance and a lead fracture was suspected. The pace/sense portion of the lead was capped and a new pacing lead implanted. The defibrillation coils of the rv lead remain in use. No patient complications have been reported as a result of this event.